Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on a2, a3, b5, b7, d4 (lot number & expiration date) & h4.

Event description:
It was reported that, during a rotator cuff repair surgery, when the surgeon placed the healicoil knotless inside the portal to slide the implant down, the anchor completely detached from the inserter without any force. The hole prep was made with a 4.75awl, and the insertion site was cleared of all debris prior to insertion. Both pieces were removed from the patient using a grasper. The procedure was resumed, without any delay, using an equivalent s+n back-up in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the suture threader, anchor plug and proximal anchor inside a plastic container. The insertion device is not visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity, excessive force or torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair surgery, it was noticed that when the surgeon put the healicoil knotless inside the portal to slide the implant down, the anchor completely detached from the inserter without any force. Both pieces were removed from the patient using a grasper. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.